Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a force sensor test. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the force sensor calibration being of out specification. As a result, the force sensor was recalibrated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a force sensor test. It is unknown if there was patient involvement, no adverse patient effects were reported.